Event description:
Customer reported hi reading on freestyle bg meter when customer measured spouses' bg. As a result customer called ambulance & spouse was transported to hosp emergency room. Intravenous infusion initiated by ambulance team. Pt held several hours in emergency room & released. Attempt by customer service agent to troubleshoot revealed customer was using out-of-date control solution.